Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4) the analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open hepatectomy, it was found that all deployed staples were unformed after the first firing on the glisson's capsule. The cartridge was blue. Then, some deployed staples fell off soon after the device was released. After that, oozing occurred. The amount of oozing was unknown. Blood transfusion was not required. Additional suture was performed to stop oozing. There were no adverse consequences to the patient.